Event description:
Event description cpi received information that this bipolar lead was removed from service due an to insulation break, which produced false sensing. The lead was capped and replaced with a new lead.